Manufacturer narrative:
The device has not be returned for analysis. However, the traceability made on this catheter does not underline any possible defect. Some other similar incidents have been reported. Some users encounter a corrution of the memory of the catheter that trigger an unintended reboot of the monitor. The only solution to monitor the patient is the replacement of the catheter. A CAPA 2025-04 has been opened in order to manage this topic. The possible root cause in the following : the avaible energy on the dongle card does not allow data wirting to be completed in the event of an untimely disconnection, causing memory corruption and the monitor reboot.

Event description:
A parenchymal pressio kit was indicated to monitor intracranial pressure in a case of hydrocephalus. During post-operating follow-up, a start-up defect and a connection problem were observed by the medical team. Per consequent, the catheter was removed (device explantation) and an external drainage has been installed.

Event description:
A parenchymal pressio kit was indicated to monitor intracranial pressure in a case of hydrocephalus. During post-operating follow-up, a start-up defect and a connection problem were observed by the medical team. Per consequent, the catheter was removed (device explantation) and an external drainage has been installed.

Manufacturer narrative:
Initial: awaiting product return for device analysis.